Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that over the past 2-3 months while using the copilot bleedback control valve (bbcv); leaking was observed during the procedure. Reportedly, the physician indicated that in the past no leakage was noted even without tightening the clamp seal; however, leakage occurs unless the clamp seal is tightened nowadays. The clamp seals were tightened on the copilots and the copilots were able to be used successfully for the procedures without any more leakage. There have been no adverse patient effects and no clinically significant delays in the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - a partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Sterile devices returned in association with this incident were returned with no damages noted. All visual and functional testing passed inspection. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the difficulties.